Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded. A software issue was noted in the log file. Additionally, the touchscreen was tested for functionality and calibration; and intermittent touchscreen issues were noted at certain locations of the screen. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. The defective touch controller of the touchscreen was replaced. After replacing this component, the touchscreen was repaired. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer has been exhibiting intermittent performance issues with the touchscreen. The screen does not always respond to tactile stimulation, therefore; the field representative requested for a replacement programmer. There was no patient involvement. The programmer was returned for analysis.